Event description:
The customer reported obtaining erroneous differential results of lymphocytes (ly), monocytes (mo), neutrophils (ne) and eosinophils (eo) for one (1) patient sample from the coulter lh 780 hematology analyzer ran in primary mode. The customer repeated the sample in secondary mode and obtained results which matched the manual slide review; the customer reported the secondary mode results out of the laboratory. There was no change or affect to patient treatment in connection with this event. A review of the provided patient data indicates that the lh 780 recovered erroneously low neutrophils and high eosinophils with suspect messages in primary mode. Quality control results recovered within specification at the time of the event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the stabilyse pump and solenoid 60 to resolve the differential results issue. (B)(4).